Event description:
A nurse reported receiving occlusion alerts during the sculpt phase of a left eye cataract procedure. The surgeon attempted to resolve the issue by flushing the product; however, the issue was not resolved until the fluidics management system was replaced. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The returned sample was visually and functionally tested and passed testing, no occlusion found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).